Event description:
The customer reported via phone call that they had a button error alarm on the insulin pump. Customer stated that they went to the doctor today and they received the button error. Customer was told by their doctor to get a replacement. Customer's blood glucose was in the 200's mg/dl. Customer was advised that the insulin pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with button error alarms due to corroded keypad traces. The pump also had a cracked case at the display window corner, minor scratches on the lcd window, a cracked belt clip slot at the battery tube threads area, a cracked reservoir tube lip, a cracked reservoir tube window, and a stripped battery cap at the coin slot area.